Manufacturer narrative:
The explanted device was returned for evaluation. A correlation between the device and the reported event could not be determined. Examination of the sealed inflow conduit found soft depositions of clotted blood and a collapsed biological lining in the inlet tube and the inlet elbow. The pump blood-contacting surfaces showed a soft, white biological lining surrounding a ring of thrombus on the inlet bearing. The biological lining extended into each of the rotor vanes. The ring of thrombus showed some evidence of denaturing, indicating that it was likely present while the pump was operating. The cause of the thrombus and a correlation to the reported event could not be determined. The biological lining and depositions of clotted blood appeared consistent with the reported withdrawal of vad support. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital due to 17 days of diarrhea. The patient was diagnosed with ischemic colitis and underwent a total colectomy. Post-surgery, the patient developed toxic megacolon and candidemia. The patient¿s status was changed to comfort measures only. Lvad pump support was electively withdrawn and the patient expired shortly afterwards. The lvad was reported as functioning within normal limits at the time that care was withdrawn.

Manufacturer narrative:
Approximate age of device: 3 years, 2 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.